Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jan-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain and peripheral neuropathy. Information was reported that the patient stated he went to his clinic on (B)(6) 2019, and they told him to call the manufacturer to provide information. The patient reported that the (B)(6) clinic checked the lead placement and the leads moved, but didn't move enough that requires surgery and they changed his medication which has nothing to do with the ins and the patient is trying to find out what's going on back there. The patient stated in the last 6-8 month the stimulation is "reversing itself" meaning in different positions "gradual pitch" and stimulation makes it worse. The patient reported he cannot lay down at all because the pain in his left foot is so bad he has to get up, he cannot go in the car because of the pain and it's starting on the right foot. The patient stated he cannot get the pain down, he has charcot, and neuropathy. The pain is unreal and he can't get the pain down and if he turns the stimulation up at all it becomes painful. The patient reported he had to turn his stimulation off because it didn't do him any good and once in a while he will turn it back on. The patient reported if the stimulation is too high on the pelvic area is painful and it tightens up everything and he cries with pain. The patient reported the implant has not helping him for a while and he can't put a date or timeframe on it. The patient stated he has adaptive stimulation active. The patient has an appointment in two months. There were no falls or trauma reported. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient had an MRI of their feet scheduled today, but they had been using their ins for months. They mentioned that they had met with a rep and they were working on that for a while, but could not ¿get it to go what it should be¿. Later in the call the patient stated that ¿they¿ told them not to even charge ¿it,¿ so they had not been charging their ins. It was indicated that the patient did not specify who ¿they¿ was. No symptoms were reported. It was reported that the patient had not been using it for months (2019). A healthcare provider (hcp) called back inquiring about MRI compatibilities for an ankle scan as the patient reported that their device did not working and they were scheduled to be explanted. The caller stated that the hcp hadn¿t charged their ins ¿for months¿ and they hadn't tried yet to see if they could turn it on or not. Technical services reviewed that the patient would likely be unable to go into MRI mode and suggested that they speak with their hcp to get the ins back up and running again and go into MRI mode as recommended. It was reviewed that it was not recommended to do a scan if the patient¿s eligibility is unknown. No further complications were reported/anticipated.